Event description:
Event description boston scientific received information that this implantable right ventricular lead had disldoged due to patient manipulation through the skin (twiddlers syndrome). Upon interrogation of the implantable cardioverter defibrillator (ICD), no lead measurement could be obtained. This was suspected to be caused by the lead dislodgement. The lead was capped and surgically abandoned. The ICD was explanted due to normal battery depletion. A new ICD and lead were successfully implanted.